Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture and high capture threshold were observed on the left ventricular lead. Diagnostic imaging was performed which confirmed lead dislodgement. The lead was repositioned to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received indicating the dislodgement was a result of recurrent tachycardia.